Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Also it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported receiving a "replace sensor" message. Attempted to replicate the customer's complaint using similar configurations samsung galaxy a52 (android 13, 2.10.1.10406) and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung galaxy a23 phone with android operating system version 13. A caregiver reported that the customer received a "sensor ended" error message with the adc device and was unable to obtain readings. The customer experienced "headache and stomachache" and was given insulin (dose/type unknown) for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc device in use with samsung galaxy a23 phone with android operating system version 13. A caregiver reported that the customer received a "sensor ended" error message with the adc device and was unable to obtain readings. The customer experienced "headache and stomachache" and was given insulin (dose/type unknown) for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.